Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the pfc*sigma c/s npor fem rt as the lot code required was not provided. Review of the device history records and/or a complaint database search was not possible for the depuy tib insert as the product and lot code required was not provided. The initial reporting stated no additional investigational inputs are available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the femoral component at the cement/implant interface and pain. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear of the tibial insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.